Event description:
End user called regarding the device not testing the calibration. Troubleshooting by phone confirmed that the user couldn't check the device's calibration. The defective device was replaced and returned for investigation.